Event description:
It was reported that the "stylets provided with the leads kept losing their shape/memory". It was also reported that the "additional atrial stylets" would not retain their curve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.